Manufacturer narrative:
Product analysis: there was no damage to the distal tip of the device. The stent was positioned on the balloon between the inner shaft markers as per specification requirement. The 17th and 18th distal stent segments were deformed with raised struts. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician was attempting to use a resolute onyx rx drug eluting stent to treat a severely tortuous and calcified mid lad lesion exhibiting 90% stenosis. The device was removed from its packaging as per IFU and inspected with no issues noted. Negative prep was not performed. It was reported that the physician experienced difficulties while attempting to remove the device prior to stent deployment. Upon removal it was noted that the central struts of the stent were deformed. The physician used another onyx stent to progress the procedure. The physician commented that the event was due to the tortuous anatomy pci of lad through right ima and calcification. No patient injury reported. Please note that this device (resolute onyx) is not marketed in the united states; however, it is similar to the united states marketed product (resolute integrity). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.

Manufacturer narrative:
Cine image review: review of the procedural images confirm that the lesion was located at the mid lad where the ima graft was attached to the lad. The lesion was calcified and on a tortuous bend. The lesion was pre-dilated and a stent was delivered but was withdrawn without deployment. This was most likely the resolute onyx device. The lesion was further pre-dilated followed by the successful delivery and deployment of another stent. This deployed profile of the stent took on the tortuous nature of the lesion site. The stent was post dilated and the procedure was completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.